Event description:
It was reported that this inflatable penile prosthesis (ipp) was empty. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was empty. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at a fold in the proximal end, middle, and distal end of the cylinder. The first cylinder passed the leakage testing. The second cylinder was microscopically inspected and had a large hole in the outer tube and broken fabric threads from wear in the proximal end of the cylinder. The second cylinder had worn at a fold in the proximal end, middle, and distal end of the cylinder. The second cylinder did not pass the leakage testing. Therefore, the reported observation of fluid loss was confirmed. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and were worn to the filament. Ms pump passed the leakage testing and activation tests. This investigation was assigned to the conclusion code of cause traced to component failure.